Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five (5) unused samples without packaging were returned for evaluation. In addition, five (5) photos were received. Visual examination noted that one (1) sample had the stopple completely detached from the set. The four (4) additional samples were found to have a dome shape on the stopple. The photos match the visual inspection of the physical sample. Therefore, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the manual assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. Due to this incident, a quality alert was created in order to raise awareness. Furthermore, all information regarding this event was forwarded to the appropriate supervisors and personnel involved with the manufacturing and inspection of this product in order to heighten awareness. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that the 510k number used was for a similar device.

Event description:
As reported by the user facility: the rubber stopper on the PICC insertion tubing detached while flushing with saline. The rubber stopper on this lot appeared to have a round bulged top, rather than a flat top as seen on a different lot.